Event description:
It was found during investigation of a returned pump that the downstream occlusion sensor was damaged, causing alarm for cassette not attached. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The alarm was noted in the ehl as stated by the complainant. The device was visually inspected. Damaged front and rear housing was noted. Functional testing was performed. The downstream occlusion (dso) sensor was found to be damaged. The allegation made by the complainant was confirmed through dso/upstream occlusion (uso) occlusion test. The probable root cause of the reported issue is damaged dso sensor. The dso sensor and seal was replaced. Additionally, front housing and rear housing including lcd lens, power button, and front and rear piezo were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. The device passed all functional testing after repair.